Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had syncope of unknown causes. The decision was made to explant the device. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted that the device was given to the patient following explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.